Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture, occasional undersensing and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.